Event description:
Surgeon drilled a hole for a screw insert. Due to difficult access, the surgeon drilled on an angle. Upon insertion, the screw would not sit in the plate properly. Deformities were discovered at the hole where drilling took place. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history examination of the raw material testing certificates and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The visual inspection revealed three of the four holes on the plate were damaged. The edges were deformed so that the screw would not position correctly. The investigation concluded that this was a handling issue since the surgeon mentioned that the screw would not sit in place properly- the dimensions were checked and found to be in compliance with the technical drawings. The investigation determined this complaint to be invalid.